Event description:
It was reported that the right atrial (ra) lead had a high threshold in the bipolar configuration, oversensing with inappropriate mode switching and undersensing of p-wave. During the ra lead revision, the right ventricular (rv) lead dislodged. The ra and rv leads were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut/tear. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 implantable pacing lead, (B)(6) 2011; vedr01 implantable pacing lead, (B)(6) 2011. (B)(4).